Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant the right atrial (ra) lead was exhibiting high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.